Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply. System operates as intended. (B) (4)

Event description:
The customer reported the screen went white. No patient injury was reported.